Manufacturer narrative:
It was reported to abbott that the patient had an ipg revision on nov 2 due to inoperable ipg. The patient was diligent with charging before the device died. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was no longer able to communicate with external devices, deeming it inoperable. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.